Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the screen locked up when powering the monitor down. There were no reported adverse consequences to a patient as a result of this event.